Manufacturer narrative:
It was reported that, after right hip resurfacing surgery was performed on (B)(6) 2008, the patient alleged possible metallosis, pain and hip popping sound. As of today, the implanted devices, all of which were used in treatment are not accessible for testing. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the device; this will continue to be monitored via routine trending, however it should be noted that the device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported events / clinical reactions cannot be confirmed. It cannot be concluded the reported events / clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond the reported events / clinical reactions cannot be determined; however, it was reported a revision was scheduled. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after right hip resurfacing surgery was performed on (B)(6) 2008 due to osteoarthritis, the patient alleged possible metallosis, pain and hip popping sound. Even though the x-rays look normal according to his doctor, the symptoms persist. This event has not been treated yet. Blood tests collected on (B)(6) 2022 show that the metal levels are cobalt = 3.7¿g/l and chromium = 4.0¿g/l. A revision surgery was scheduled for (B)(6) 2023.